Event description:
A report was received that the patient had inadequate stimulation as the coverage had changed. The patient underwent a lead replacement procedure per physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted leads were not returned to bsn.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5082830, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had inadequate stimulation as the coverage had changed. The patient underwent a lead replacement procedure per physicians preference. The patient was doing well postoperatively.